Manufacturer narrative:
The manufacturing date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 of this event. It was reported that during an ear nose and throat(ent) surgical procedure, it was observed that the motor device would not secure the burrs. The facility further stated that this was one of three motor devices utilized during the planned surgical procedure that experienced the same condition. There were no delays to the surgical procedure. The reporter was unable to determine what device the surgery was completed with; however, it was documented that the surgical procedure was successfully completed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.